Event description:
It was reported to philips that the system did not startup, stalling at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and determined the flexvision computer (pc) was not booting. The fse replaced the flexvision pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly. Analysis of the log file showed flexvision pc error. During troubleshooting, the fse identified that there was malfunction with flexvision pc. The fse replaced the flexvision pc and hdd (hard disk drive) and reinstalled software. After the replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.